Manufacturer narrative:
The implant was not returned for evaluation. Neither the identifying part nor lot number were provided. There was no allegation indicating the plate cause or contributed to the event. Photographs were not provided. Based on information provided, the root cause could not be determined. It was used for treatment, not diagnosis. Warnings/cautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: non-union or pseudoarthrosis. Postoperative management: postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: additional or revision surgery may be necessary to correct an adverse effect.

Event description:
A patient underwent an anterior cervical discectomy and fusion on an unknown date. Postoperatively, a revision surgery was performed due to a non-union. It was reported during the procedure, a trestle luxe plate was removed.